Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. The manufacturer's field service engineer (fse) was able to confirm he reported issue. Fse replaced the external o2 sensor to solve problem. Unit passed est and the o2 accuracy test successfully. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports oxygen sensor failure and seeks to troubleshoot and repair. The device was in clinical use at the time of the event; however, there was no report of patient or user harm.